Event description:
This lead was implanted on (B)(6) 1987 and was capped on (B)(6) 2012 due to fracture and no capture. The physician was dr. (B)(6). No other additional information. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).